Event description:
It was reported that the patient presented with positive blood cultures, negative tee (transesophageal echocardiogram), and the infectious disease service requested transvenous lead be removed. The medtronic epicardial right ventricular lead and abbott generator will remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).